Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 instrument was fired several times during the case, but could not get the clips to release from the device. The surgeon explained that surgeon would deep seat the clips first, then release and twist it left and right and the clip would not let go. The clip would pull off the vessel. An er320 instrument was used to complete the case. There was no consequence to the pt.